Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Section d6b. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 225cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade 4) and ruptures post-operatively. As a result, the patient is to undergo explantation on (B)(6) 2023. This report is for the right side device.

Manufacturer narrative:
On july 31, 2023, mentor receives additional information regarding the patient's diagnosis. It was reported in the operative report that the patient breast prosthesis was found to be intact. On august 11, 2023, mentor received additional information regarding the patient's weight and age. The patient's weight was updated to 99 lbs. The patient's age was updated to 69 years old. On august 14, 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient also had breast cysts suggesting implant dysfunction. All relevant information has been updated on this report to document the additional information received. Manufacturer¿s reference number: (B)(4).